Manufacturer narrative:
Additional summary: the device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the latch was found unwelded from sled, that is why the internal cannula components were not sliding properly and straps were found inside cannula shaft. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the device would not fixate the mesh to the tissue. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.